Event description:
Patient was intubated with a nims ett size 7. Md placed the electrodes and checked the response and none noted; new console obtained and still no response. Patient needed to be reintubated with another nims ett and the new one worked.